Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotation speed was set at 140,000 rpm; however, the maximum rotation speed observed was 180,000 rpm with an unstable speed range of 100,000 rpm. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotation speed was set at 140,000 rpm; however, the maximum rotation speed observed was 180,000 rpm with an unstable speed range of 100,000 rpm. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues.